Event description:
It was reported that (B)(6) days post stent implantation, the patient expired. Access was obtained through the femoral artery. The 16x30 mm concentric shaped, de novo lesion was located in the non-calcified left anterior descending artery (lad). The physician implanted a 3.0x16 mm promus element stent without any issues and the patient's status was fine. The patient was on anti-platelet therapy with dapt with asa and clopidogrel. Three days post procedure the patient suffered an acute myocardial infarction involving the antero-lateral cardiac wall and a thrombosis in the lad. The physician used a floppy guide, passed a balloon and was able to extract the clots. However, flow was unable to be restored and attempts to restore cardiac function were unsuccessful. Two hours later the patient expired. The documented cause of death is ami caused by thrombosis. The physician's assessment of the relationship of device performance to the event is "the possible cause of the stent thrombosis was that the clopidogrel was generic."

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).